Event description:
It was reported that a hole was found in the as lvp 20d 2ss cv tubing while priming it. The following information was provided by the initial reporter: "hole found in primary tubing while priming the line."

Manufacturer narrative:
H.6. Investigation: one sample was submitted for quality investigation. The customer complaint of damaged component was verified by visual inspection. Evaluation of the returned sample revealed a tear in the tubing of the infusion set. A device history record review for model 2420-0007 lot number 21035987 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the damage seen on the infusion set investigated was determined to be at the manufacturing level. It was determined that there were sharp points in the tubing cutting machine and process to be the root cause of the tears in the tubing. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #21035987 regarding item #2420-0007.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hole was found in the as lvp 20d 2ss cv tubing while priming it. The following information was provided by the initial reporter: "hole found in primary tubing while priming the line."